Event description:
The local staff was working on repairing the c2. When he was about to replace the new oxygen mixer block, he noticed that the nebulizer valve cable was broken.(oxygen mixer serial number: (B)(6)) please replace it.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was determined to be a defective nebulizer valve in the o2 mixer valve assembly. There was no patient or user harm.